Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of two devices. The first photograph depicts the product expiration label from the back of the display box. The second photograph depicts the device inside a red biohazard bag with a view of the disengaged obturator top. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the device¿s balloon obturator snapped off while being deployed. There was no injury caused to the patient and no medical intervention was required.